Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind and e70 alarm was confirmed in the alarm history due to motor encoder signal out of phase. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm while changing set due to empty reservoir. Customer's blood glucose at the time of call was 147 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.